Event description:
Additional information received. It was noted that this was a duplicate event. See regulatory report number 3004785967-2019-01858.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000481, serial/lot #: unknown. A medtronic representative (rep) went to the site to test and service the equipment. The rep could not duplicate the beeping issue. The customer mentioned to the rep that they drained the mobile view station (mvs) uninterruptible power supply (ups) battery when moving the system, and the beeping occurred when they tried to plug in the mvs right after. They had no issues after rebooting both the mvs and image acquisition system (ias) completely. The rep advised the customer to not let the ups battery drain completely. The rep verified that the ups lasted over 3 minutes when unplugged. A system checkout was performed and the system was performing as intended. No hardware parts were replaced. No parts were received for further analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that when the system initially turned on it gave a loud constant beeping sound. The system would not function after several reboots. It was noted that there was no message displayed. There was no patient involved with this event.